Manufacturer narrative:
On (B)(6) 2025 the customer emailed olympus surgical technologies and reported the laser fiber distal tip broke off and was removed from the patient. Olympus surgical technologies does not manufacture the subject device and notified the OEM of the issue on (B)(6) 2025. The device was not returned for analysis. Additional information was requested but has not been provided.

Event description:
It was reported that during a procedure the laser fiber distal tip broke off inside the patient. The broken portion was subsequently removed from the patient. No adverse patient effects were reported.